Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed and the linkage assembly was not in the deployed state. The pod delivered 74 pulses, 45 of which were first prime pulses. A drive stall was observed in the original download data. Before investigating the pod, the pod was connected to a master pdm and asked to deliver a 5u bolus. The re-run data produced the drive stalls observed in the original data. While investigating the drive mechanism, one of the teeth on the ratchet gear was found to be damaged causing the ratchet gear to stop turning as intended, which caused the drive stall, which inhibited the cannula assembly from being deployed.